Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer jumped into the pool while connected to the insulin pump. Customer's blood glucose was unknown. The caller stated the insulin pump's display was blank immediately after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The caller agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.